Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked from the connection between the chamber dome and the base plate of an mr290v vented autofeed humidification chamber, when the breathing system was connected to the infant flow sipap ventilator. This was noticed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber visually inspected for cracks. The hospital has reported that they were using the infant flow sipap ventilator. Results: a visual inspection revealed that the mr290 chamber dome was cracked along the base but no stress marks were observed. A lot check revealed no other complaints of this nature for lot number 110110. Conclusion: we were unable to determine what caused the problem observed by the hospital. However, it is unlikely that the cracks to the chambers were present at the time of production. Every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. This suggests that the crack occurred post production. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.